Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4)

Event description:
The patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.